Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat testing the result was in the normal reference range. A fresh sample collected from this patient also gave a result in the normal reference range. The elevated result was reported out of the lab and a corrected report was submitted. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure, thus leading to a gap at the coaptation region. At the suture track region, strong impression of the wireform cloth is evident onto the tissue. No visible inconsistencies were noted in the x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Investigation results sent in customer letter. (B) (4) = suture loop. Result: suture, user technique.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review is currently in process.

Event description:
Reportedly, the device was explanted after 2.87 months due to regurgitation. After implantation, the patient presented symptoms (date not provided) as dyspnea, regurgitation, shortness of breath, (B) (4) preoperative ii and postoperative I. Valve was removed and replaced with another edward's device. Patient outcome: hospitalized (stable). Condition of removed device: two leaflets joined together next to commissure preventing a complete closure of the prosthesis. Surgeon disassociate the device from event.